Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer had been fasting due to a gastric emptying study that was to be performed. The customer did not remove the insulin pump during her fasting period, she did reduce the basal rate however. Troubleshooting was performed and the insulin pump passed the lead screw test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.